Event description:
Physician used a merci v 2.0 firm retriever. After one pass with the retriever, most of the clot was retrieved. An angiography was performed after the procedure showed a hemorrhage at m2 bifurcation. The physician performed a coil-emboli to stop the hemorrhage. A post-procedure angiography did not show a hemorrhage. The pt was discharged on september 6 with a mrs score of 2. The pt's 90 day f/u mrs was a score of 1. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.